Event description:
Customer reported that the element (B)(4) was missing from the kit supplied. As per the customer, the sales rep was contacted to supply the missing part. According to the customer, there was a need of closing the patient. As customer informed, the implant was supplied around one hour after the surgery needed to be finished. According to the customer, implantation of the subject device was finalized on (B)(6), 2010.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.